Event description:
It was reported that the pt was being transported to home from a routine physician visit. When they arrived home, the pt had arrested and the ventilator was alarming a high pitched continuous alarm. The pt's wife stated the ventilator was not working. The pt was in respiratory arrest, 911 was called, and CPR was initiated. The pt survived this event.